Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), endometriosis ("endometriosis"), gastrointestinal disorder ("gi conditions") and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids,") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine leiomyoma, gastrointestinal disorder and weight increased outcome was unknown and the dysmenorrhoea, abdominal pain, pelvic pain, endometriosis and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, endometriosis, gastrointestinal disorder, menorrhagia, pelvic pain, uterine leiomyoma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: results of confirmation test: migration. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, gi conditions, weight gain, fibroids, endometriosis, device dislocation. Patient demographic added, essure removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.